Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was performed using prostyle devices following an interventional procedure in a small-bore hole. During insertion of the first prostyle device, a significant bend was observed where the proximal guide meets the distal guide, leading to its removal. On removal, it was noted that the device was not intact [guide break], despite no resistance noted when inserting the device. A second prostyle device was then inserted, but the backflow through the marker lumen was weaker than expected. The device was advanced further into the vessel until pulsatile blood flow was observed, and the foot was deployed without issue. However, upon deploying the plunger, the entire device came out. Examination of the device revealed that the posterior foot was missing, though no fragments were found. A third prostyle device was deployed, but a cuff miss [suture retrieval issue] occurred. Finally, a fourth prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During post-procedure manipulation of the second prostyle device, the retracted plunger appeared to have deployed successfully, but the suture was cut on the body side of the knot [suture was broken close to the base of the knot]. The suture was easily removed [from the device] by pulling it out. It was noted that the device seemed to have something entangled, restricting the movement of the foot and making it difficult to confirm the missing piece. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that the guide bend occurred while advancing the device into position for deployment due to interaction with the patient anatomical conditions. Torsional manipulation applied during device placement attempt and removal likely contributed to the reported guide break. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2889 added.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was performed using prostyle devices following an interventional procedure in a small-bore hole. During insertion of the first prostyle device, a significant bend was observed where the proximal guide meets the distal guide, leading to its removal. On removal, it was noted that the device was not intact [guide break], despite no resistance noted when inserting the device. A second prostyle device was then inserted, but the backflow through the marker lumen was weaker than expected. The device was advanced further into the vessel until pulsatile blood flow was observed, and the foot was deployed without issue. However, upon deploying the plunger, the entire device came out. Examination of the device revealed that the posterior foot was missing, though no fragments were found. A third prostyle device was deployed, but a cuff miss [suture retrieval issue] occurred. Finally, a fourth prostyle device was used to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. During post-procedure manipulation of the second prostyle device, the retracted plunger appeared to have deployed successfully, but the suture was cut on the body side of the knot [suture was broken close to the base of the knot]. The suture was easily removed [from the device] by pulling it out. It was noted that the device seemed to have something entangled, restricting the movement of the foot and making it difficult to confirm the missing piece. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that the guide break occurred while advancing the device into position for deployment due to interaction with the patient anatomical conditions. Torsional manipulation applied during device placement likely contributed to the reported guide break.the subsequent treatment appears to be related to procedure circumstance.based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.